Manufacturer narrative:
Additional information d9, g3, h2, h3, h6. One 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed; no nonconformances associated with the reported event were identified.

Event description:
During an af procedure that blood leaked out of the agilis 13fr sheath. A torn seal was suspected. The procedure was completed without replacing the device and with no adverse consequences to the patient.